Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the needle is getting stuck to get it to go back down". Patient involvement unknown.

Manufacturer narrative:
Other text: d4 UDI: (B)(4).one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The manometer needle stays at the pressure that was vented out of the alarm reed and does not return to zero if the relief pressure is set to an amount less then 30 cmh2o. The root cause is a faulty manometer gauge. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com additional information: a1, b5 and h6 - health effects codes.

Event description:
Additional information was received confirming the event occurred during preventive maintenance. There was no patient involvement or injury.